Event description:
Boston scientific received information that this right ventricular (rv) lead was electrically modified to not provide therapy. The patient noted that the lead was not considered secure and had caused problems as a result. This issue was noted by the patient's advocate to have occurred shortly after implant more than five years prior to this event information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment of the lead was returned, as the lead had been cut during explant. Testing was performed to assess the electrical performance of the lead segment. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
To date, information suggests that this rv lead remains actively implanted but does not provide therapy. Most recently, the patient was moved to hospice care. There has been no surgical intervention to date. No further information is expected and the investigation is considered closed.

Event description:
Boston scientific received information that this lead was explanted and returned for analysis after a recent unrelated patient death. Patient was in hospice care at the time of event.